Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8100 module giving him a 242.4030 error. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: biomed already replaced the ail sensor. I asked if there was any motor movement when the door was opened. No movement. Recommended to try a known good motor control board. Biomed will conduct troubleshooting and call back for a RMA if it is due to the motor control board. Emailed com to send quote for motor and motor control board.